Event description:
Patient was transferring from her dialysis chair to the wheelchair and the wheelchair rolled backwards. Before patient fell to the floor that would haveimpacted her head, manager was able to break the patient's fall and protect her head. I examined the wheelchair and both locks were in place. Not sure of the make of the wheelchair, because it came from the nursing home with her and was aged. The result of this even though I am waiting on reports from the ER, the nurse at nursing home stated she had a fracture to left elbow area and arm is in sling.